Manufacturer narrative:
The malfunction was observed and a system interconnect flex cable was reseated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not respond to input selection via the front panel membrane and when it powered up it was in the incorrect mode. Complainant indicated that there was no patient involvement in the reported malfunction.